Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's had two bladder infections treated twice in the past 30 days. The first one happened while patient was on vacation. They were having trouble and pain, and then got on cipro an antibiotic 10 day course. When they got back in town and went in for a regular appointment with their general practitioner, they who found another bladder infection through a urine test. Patient started another 10 day course of antibiotics for the bladder infection and to target patient's head cold if they had one. Patient mentioned having hay fever around this time of the year and currently suffers from seasonal allergies. Moreover, patient had stopped using marijuana which they had been using for 43 years and wasn't sure the bladder infection was related to it. No further complications were reported. [Please refer to pe (B)(4) for event pertaining to unable to urinate; pain].